Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: at the time of the events without any relevant past medical history. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("lumbar pain"), swelling ("swelling"), fatigue ("tiredness"), loss of libido ("lack of sexual drive") and emotional distress ("deep emotional suffering"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, swelling, fatigue, loss of libido and emotional distress outcome was unknown. The reporter considered back pain, emotional distress, fatigue, loss of libido, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal review, the event "deep emotional suffering" was recoded to meddra llt "emotional distress". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: at the time of the events without any relevant past medical history. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("lumbar pain"), swelling ("swelling"), fatigue ("tiredness"), loss of libido ("lack of sexual drive") and emotional distress ("deep emotional suffering"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, swelling, fatigue, loss of libido and emotional distress outcome was unknown. The reporter considered back pain, emotional distress, fatigue, loss of libido, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: at the time of the events without any relevant past medical history. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("lumbar pain"), swelling ("swelling"), fatigue ("tiredness"), loss of libido ("lack of sexual drive") and emotional disorder ("deep emotional suffering"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, swelling, fatigue, loss of libido and emotional disorder outcome was unknown. The reporter considered back pain, emotional disorder, fatigue, loss of libido, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('left essure was broken'), embedded device ('another one embedded in the myometrium'), device dislocation ('another one embedded in the myometrium') and pelvic inflammatory disease ('inflammation of the female pelvic organ') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity on (B)(6) 2019, delivery (2) on (B)(6)2016, umbilical hernia on (B)(6) 2014, intrauterine device removal in 2013, pregnancy (2) from 2009 to (B)(6) 2015, fibrocystic breast and menarche (13 years, mt: 4/30). At the time of the events without any relevant past medical history. Family history included polycystic kidney (father). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced arthralgia ("migratory joint pain/ polyarthralgia/ pain in knees") and pain in extremity ("pain in hands"), 11 days after insertion of essure. On (B)(6) 2016, the patient experienced dysphonia ("dysphonia") and cough ("cough"). On (B)(6) 2016, the patient experienced ear pain ("otalgia") and otitis media ("otitis media"). On (B)(6) 2016, the patient experienced diarrhoea ("diarrhea"). On (B)(6) 2016, the patient experienced migraine ("migraine"). On (B)(6) 2016, the patient experienced odynophagia ("odynophagia"), pyrexia ("fever") and pharyngitis ("acute pharyngitis"). On (B)(6) 2017, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2017, the patient experienced infectious mononucleosis ("mononucleosis"). On (B)(6) 2017, the patient experienced tonsillitis ("tonsillitis"). On (B)(6) 2017, the patient experienced breast cyst ("breast cyst"). On (B)(6) 2017, the patient experienced oropharyngeal pain ("sore throat") and pharyngotonsillitis ("pharyngotonsillitis"). On (B)(6) 2018, the patient experienced insomnia ("insomnia") and malaise ("general malaise"). On (B)(6) 2019, the patient experienced aphthous ulcer ("oral aphthous ulcers") and musculoskeletal stiffness ("morning stiffness"). On (B)(6) 2019, the patient experienced depression ("anxiety depression disorder"). On (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced fatigue ("general fatigue"). On (B)(6) 2019, the patient experienced nephrolithiasis ("bilateral millimetric renal lithiasis") and haematuria ("microhematuria"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), swelling ("swelling"), tiredness ("tiredness"), loss of libido ("lack of sexual drive"), emotional distress ("deep emotional suffering"), pruritus ("pruritus"), haemorrhoids ("hemorrhoids"), ovarian enlargement ("left ovary somewhat enlarged") and endometriosis ("endometriosis"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antihistamines, bilastine, corticosteroids, enoxaparin sodium (clexane), ferrous malate (iron (ii) malate), ferrous sulfate, ibuprofen, lorazepam and surgery (salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, embedded device, device dislocation, pelvic inflammatory disease, nephrolithiasis, back pain, swelling, tiredness, loss of libido, emotional distress, pruritus, arthralgia, pain in extremity, dysphonia, cough, ear pain, otitis media, diarrhoea, migraine, odynophagia, pyrexia, pharyngitis, vulvovaginitis, infectious mononucleosis, tonsillitis, breast cyst, oropharyngeal pain, pharyngotonsillitis, haemorrhoids, insomnia, malaise, aphthous ulcer, musculoskeletal stiffness, depression, fatigue, haematuria, ovarian enlargement and endometriosis outcome was unknown. The reporter considered aphthous ulcer, arthralgia, back pain, breast cyst, cough, depression, device breakage, device dislocation, diarrhoea, dysphonia, ear pain, embedded device, emotional distress, endometriosis, fatigue, haematuria, haemorrhoids, infectious mononucleosis, insomnia, loss of libido, malaise, migraine, musculoskeletal stiffness, nephrolithiasis, odynophagia, oropharyngeal pain, otitis media, ovarian enlargement, pain in extremity, pelvic inflammatory disease, pelvic pain, pharyngitis, pharyngotonsillitis, pruritus, pyrexia, swelling, tonsillitis, vulvovaginitis and tiredness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2018: left device is visualized, which impresses as broken; on (B)(6)2019: rupture of the proximal end of the left intraovarian device in cytology epithelial dysplasia. Activated partial thromboplastin time - on (B)(6) 2018: 25.7 s 0.79. Blood glucose - on (B)(6) 2018: 133 mg/dl. Computerised tomogram - on (B)(6) 2019: millimetric lithiasis in the lower calcific group of both kidneys. Eosinophil count - on (B)(6) 2019: 0.02 x103 /mcl. Haematocrit - on (B)(6) 2017: 34.4 %; on 05-apr-2019: 29.1 %. Haemoglobin - on (B)(6) 2017: 11.4 g/dl; on 02-apr-2019: 11.6 g/dl; on (B)(6) 2019: 9.5 g/dl. Laparoscopy - on (B)(6) 2019: bilateral salpingectomy. Lymphocyte count - on (B)(6) 2018: 50.4 %. Neutrophil count - on (B)(6) 2018: 37.4 %. Red blood cell count - on (B)(6) 2016: 23 mcl; on (B)(6) 2017: 4.09 x106 /mcl. Urine analysis - on (B)(6) 2016: 1031. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("left essure was broken"), embedded device ("another one embedded in the myometrium"), device dislocation ("another one embedded in the myometrium") and pelvic inflammatory disease ("inflammation of the female pelvic organ") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nickel sensitivity on (B)(6) 2019, delivery (2) in 2016, umbilical hernia in 2014, intrauterine device removal in 2013, pregnancy (2) from 2009 to 2015 and menarche (13 years, mt: 4/30) and fibrocystic breast. At the time of the events without any relevant past medical history. The patient had a family history of polycystic kidney (father). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 11 days after essure insertion, she experienced arthralgia ("migratory joint pain/ polyarthralgia/ pain in knees") and pain in extremity ("pain in hands"). On (B)(6) 2016 she experienced dysphonia ("dysphonia") and cough ("cough"). On (B)(6) 2016 she experienced ear pain ("otalgia") and otitis media ("otitis media"). On (B)(6) 2016 she experienced diarrhoea ("diarrhea"). On (B)(6) 2016 she experienced migraine ("migraine"). On (B)(6) 2016 she experienced odynophagia ("odynophagia"), pyrexia ("fever") and pharyngitis ("acute pharyngitis"). On (B)(6) 2017 she experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2017 she experienced infectious mononucleosis ("mononucleosis "). On (B)(6) 2017 she experienced tonsillitis ("tonsillitis"). On (B)(6) 2017 she experienced breast cyst ("breast cyst"). On (B)(6) 2017 she experienced oropharyngeal pain ("sore throat") and pharyngotonsillitis ("pharyngotonsillitis"). On (B)(6) 2018 she experienced insomnia ("insomnia") and malaise ("general malaise"). On (B)(6) 2019 she experienced aphthous ulcer ("oral aphthous ulcers") and musculoskeletal stiffness ("morning stiffness"). On (B)(6) 2019 she experienced depression ("anxiety depression disorder"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced fatigue ("general fatigue"). On (B)(6) 2019 she experienced nephrolithiasis ("bilateral millimetric renal lithiasis") and haematuria ("microhematuria"). On (B)(6) 2019 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), back pain ("lumbar pain"), swelling ("swelling"), tiredness ("tiredness"), loss of libido ("lack of sexual drive"), emotional distress ("deep emotional suffering"), pruritus ("pruritus"), haemorrhoids ("hemorrhoids"), ovarian enlargement ("left ovary somewhat enlarged") and endometriosis ("endometriosis"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antihistamines, iron (ii) malate (ferrous malate), lorazepam, bilastine, corticosteroids, ibuprofen, clexane (enoxaparin sodium) and ferrous sulfate as well as surgery (salpingectomy with essure removal). At the time of the report, the outcomes for pelvic pain, embedded device, device dislocation, back pain, swelling, fatigue, loss of libido and emotional distress were unknown. The reporter considered aphthous ulcer, arthralgia, back pain, breast cyst, cough, depression, device breakage, device dislocation, diarrhoea, dysphonia, ear pain, embedded device, emotional distress, endometriosis, fatigue, tiredness, haematuria, haemorrhoids, infectious mononucleosis, insomnia, loss of libido, malaise, migraine, musculoskeletal stiffness, nephrolithiasis, odynophagia, oropharyngeal pain, otitis media, ovarian enlargement, pain in extremity, pelvic inflammatory disease, pelvic pain, pharyngitis, pharyngotonsillitis, pruritus, pyrexia, swelling, tonsillitis and vulvovaginitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2018: left device is visualized, which impresses as broken; on (B)(6) 2019: rupture of the proximal end of the left intraovarian device in cytology epithelial dysplasia [activated partial thromboplastin time] on (B)(6) 2018: 25.7 s 0.79. [Blood glucose] on (B)(6) 2018: 133 mg/dl. [Computerised tomogram] on (B)(6) 2019: millimetric lithiasis in the lower calcific group of both kidneys. [Eosinophil count] on (B)(6) 2019: 0.02 x103 /mcl. [Haematocrit] on (B)(6) 2017: 34.4 %; on (B)(6) 2019: 29.1 %. [Haemoglobin] on (B)(6) 2017: 11.4 g/dl; on (B)(6) 2019: 11.6 g/dl; on (B)(6) 2019: 9.5 g/dl. [Laparoscopy] on (B)(6) 2019: bilateral salpingectomy. [Lymphocyte count] on (B)(6) 2018: 50.4 %. [Neutrophil count] on (B)(6) 2018: 37.4 %. [Red blood cell count] on (B)(6) 2016: 23 mcl; on (B)(6) 2017: 4.09 x106 /mcl. [Urine analysis] on (B)(6) 2016: 1031. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal review, the event "embedded device" will be split into "device dislocation" according to coding conventions v25; annex e will be updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("left essure was broken"), embedded device ("another one embedded in the myometrium"), device dislocation ("another one embedded in the myometrium") and pelvic inflammatory disease ("inflammation of the female pelvic organ") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nickel sensitivity on (B)(6) 2019, delivery (2) in 2016, umbilical hernia in 2014, intrauterine device removal in 2013, pregnancy (2) from 2009 to 2015 and menarche (13 years, mt: 4/30) and fibrocystic breast. At the time of the events without any relevant past medical history. Previously administered products included: cerazet for contraception. The patient had a family history of polycystic kidney (father). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 11 days after essure insertion, she experienced arthralgia ("migratory joint pain/ polyarthralgia/ pain in knees") and pain in extremity ("pain in hands"). On (B)(6) 2016 she experienced dysphonia ("dysphonia") and cough ("cough"). On (B)(6) she experienced ear pain ("otalgia") and otitis media ("otitis media"). On (B)(6) 2016 she experienced diarrhoea ("diarrhea"). On (B)(6) 2016 she experienced migraine ("migraine"). On (B)(6) 2016 she experienced odynophagia ("odynophagia"), pyrexia ("fever") and pharyngitis ("acute pharyngitis"). On (B)(6) 2017 she experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2017 she experienced infectious mononucleosis ("mononucleosis"). On (B)(6) 2017 she experienced tonsillitis ("tonsillitis"). On (B)(6) 2017 she experienced breast cyst ("breast cyst"). On (B)(6) 2017 she experienced oropharyngeal pain ("sore throat") and pharyngotonsillitis ("pharyngotonsillitis"). On (B)(6) 2018 she experienced insomnia ("insomnia") and malaise ("general malaise"). On (B)(6) 2019 she experienced aphthous ulcer ("oral aphthous ulcers") and musculoskeletal stiffness ("morning stiffness"). On (B)(6) 2019 she experienced depression ("anxiety depression disorder"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced fatigue ("general fatigue"). On (B)(6) 2019 she experienced nephrolithiasis ("bilateral millimetric renal lithiasis") and haematuria ("microhematuria"). On (B)(6) 2019 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), back pain ("lumbar pain, lower back pain"), swelling ("swelling"), tiredness ("tiredness"), loss of libido ("lack of sexual drive"), emotional distress ("deep emotional suffering"), pruritus ("pruritus"), haemorrhoids ("hemorrhoids"), ovarian enlargement ("left ovary somewhat enlarged"), endometriosis ("endometriosis") and decreased appetite ("lack of appetite"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with antihistamines, iron (ii) malate (ferrous malate), lorazepam, bilastine, corticosteroids, ibuprofen, clexane (enoxaparin sodium) and ferrous sulfate as well as surgery (salpingectomy with essure removal with bilateral horn excision and salpingectomy with essure removal). At the time of the report, the device breakage, embedded device, device dislocation, pelvic inflammatory disease, nephrolithiasis, back pain, swelling, tiredness, loss of libido, emotional distress, pruritus, arthralgia, pain in extremity, dysphonia, cough, ear pain, otitis media, diarrhoea, migraine, odynophagia, pyrexia, pharyngitis, vulvovaginitis, infectious mononucleosis, tonsillitis, breast cyst, oropharyngeal pain, pharyngotonsillitis, haemorrhoids, insomnia, malaise, aphthous ulcer, musculoskeletal stiffness, depression, fatigue, haematuria and decreased appetite had resolved. The outcomes for pelvic pain, ovarian enlargement and endometriosis were unknown. The reporter considered aphthous ulcer, arthralgia, back pain, breast cyst, cough, decreased appetite, depression, device breakage, device dislocation, diarrhoea, dysphonia, ear pain, embedded device, emotional distress, endometriosis, fatigue, tiredness, haematuria, haemorrhoids, infectious mononucleosis, insomnia, loss of libido, malaise, migraine, musculoskeletal stiffness, nephrolithiasis, odynophagia, oropharyngeal pain, otitis media, ovarian enlargement, pain in extremity, pelvic inflammatory disease, pelvic pain, pharyngitis, pharyngotonsillitis, pruritus, pyrexia, swelling, tonsillitis and vulvovaginitis to be related to essure administration. The reporter commented: expert: the post-operative (removal) check-up examination and ultrasound performed, no relevant alterations were observed. The patient reported feeling well. To date, it has not been possible to find a causal relationship between essure and the symptoms alleged in the filed claim. In short, the causal relationship between the operation of the service and the damage for which it is claimed is not proven. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2016: correct monitoring of essure location; in (B)(6) 2018: left device is visualized, which impresses as broken; on (B)(6) 2019: rupture of the proximal end of the left intraovarian device in cytology epithelial dysplasia; on 26-apr-2019: no relevant alterations [activated partial thromboplastin time] on 27-dec-2018: 25.7 s 0.79 [blood glucose] on (B)(6) 2018: 133 mg/dl [computerised tomogram] on (B)(6) 2019: millimetric lithiasis in the lower calcific group of both kidneys; (date unknown): tubal embolization devices without signs of complications [eosinophil count] on (B)(4) 2019: 0.02 x103 /mcl [haematocrit] on (B)(6) 2017: 34.4 %; on (B)(6) 2019: 29.1 % [haemoglobin] on (B)(6) 2017: 11.4 g/dl; on (B)(6) 2019: 11.6 g/dl; on (B)(6) 2019: 9.5 g/dl [laparoscopy] on (B)(6) 2019: bilateral salpingectomy [lymphocyte count] on (B)(6) 2018: 50.4 % [neutrophil count] on (B)(6) 2018: 37.4 % [red blood cell count] on (B)(6) 2016: 23 mcl; on (B)(6) 2017: 4.09 x106 /mcl [ultrasound scan vagina] on (B)(6) 2019: anteflexed uterus of normal size, shape and contoursthe right device is visualised with the intracavity portion, but the left device cannot clearly visualize the intracavity portion. Second phase endometrium. Normal ovaries. [Urine analysis] on (B)(6) 2016: 1031 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: follow-up of expert: historical drug cerazet and lab data added. New event added: lack of appetite, the post-operative (removal) check-up examination and ultrasound performed, no relevant alterations were observed. The patient reported feeling well. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("left essure was broken"), embedded device ("another one embedded in the myometrium") and pelvic inflammatory disease ("inflammation of the female pelvic organ") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nickel sensitivity on (B)(6) 2019, delivery (2) in 2016, umbilical hernia in 2014, intrauterine device removal in 2013, pregnancy (2) from 2009 to 2015 and menarche (13 years, mt: 4/30) and fibrocystic breast. At the time of the events without any relevant past medical history. The patient had a family history of polycystic kidney (father). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 11 days after essure insertion, she experienced arthralgia ("migratory joint pain/ polyarthralgia/ pain in knees") and pain in extremity ("pain in hands"). On (B)(6) 2016 she experienced dysphonia ("dysphonia") and cough ("cough"). On (B)(6) 2016 she experienced ear pain ("otalgia") and otitis media ("otitis media"). On (B)(6) 2016 she experienced diarrhoea ("diarrhea"). On (B)(6) 2016 she experienced migraine ("migraine"). On (B)(6) 2016 she experienced odynophagia ("odynophagia"), pyrexia ("fever") and pharyngitis ("acute pharyngitis"). On (B)(6) 2017 she experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2017 she experienced infectious mononucleosis ("mononucleosis "). On (B)(6) 2017 she experienced tonsillitis ("tonsillitis"). On (B)(6) 2017 she experienced breast cyst ("breast cyst"). On (B)(6) 2017 she experienced oropharyngeal pain ("sore throat") and pharyngotonsillitis ("pharyngotonsillitis"). On (B)(6) 2018 she experienced insomnia ("insomnia") and malaise ("general malaise"). On (B)(6) 2019 she experienced aphthous ulcer ("oral aphthous ulcers") and musculoskeletal stiffness ("morning stiffness"). On (B)(6) 2019 she experienced depression ("anxiety depression disorder"). On (B)(6) 2019 she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2019 she experienced fatigue ("general fatigue"). On (B)(6) 2019 she experienced nephrolithiasis ("bilateral millimetric renal lithiasis") and haematuria ("microhematuria"). On (B)(6) 2019 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), embedded device (seriousness criteria medically important and intervention required), back pain ("lumbar pain"), swelling ("swelling"), tiredness ("tiredness"), loss of libido ("lack of sexual drive"), emotional distress ("deep emotional suffering"), pruritus ("pruritus"), haemorrhoids ("hemorrhoids"), ovarian enlargement ("left ovary somewhat enlarged") and endometriosis ("endometriosis"). The patient was hospitalised from (B)(6) 2019. The patient was treated with antihistamines, iron (ii) malate (ferrous malate), lorazepam, bilastine, corticosteroids, ibuprofen, clexane (enoxaparin sodium) and ferrous sulfate as well as surgery (salpingectomy with essure removal). At the time of the report, the outcomes for pelvic pain, embedded device, back pain, swelling, fatigue, loss of libido and emotional distress were unknown. The reporter considered aphthous ulcer, arthralgia, back pain, breast cyst, cough, depression, device breakage, diarrhoea, dysphonia, ear pain, embedded device, emotional distress, endometriosis, fatigue, tiredness, haematuria, haemorrhoids, infectious mononucleosis, insomnia, loss of libido, malaise, migraine, musculoskeletal stiffness, nephrolithiasis, odynophagia, oropharyngeal pain, otitis media, ovarian enlargement, pain in extremity, pelvic inflammatory disease, pelvic pain, pharyngitis, pharyngotonsillitis, pruritus, pyrexia, swelling, tonsillitis and vulvovaginitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in december 2018: left device is visualized, which impresses as broken; on (B)(6) 2019: rupture of the proximal end of the left intraovarian device in cytology epithelial dysplasia [activated partial thromboplastin time] on (B)(6) 2018: 25.7 s 0.79 [blood glucose] on (B)(6) 2018: 133 mg/dl [computerised tomogram] on (B)(6) 2019: millimetric lithiasis in the lower calcific group of both kidneys [eosinophil count] on (B)(6) 2019: 0.02 x103 /mcl [haematocrit] on (B)(6) 2017: 34.4 %; on (B)(6) 2019: 29.1 % [haemoglobin] on (B)(6) 2017: 11.4 g/dl; on (B)(6) 2019: 11.6 g/dl; on (B)(6) 2019: 9.5 g/dl [laparoscopy] on (B)(6) 2019: bilateral salpingectomy [lymphocyte count] on (B)(6) 2018: 50.4 % [neutrophil count] on (B)(6) 2018: 37.4 % [red blood cell count] on (B)(6) 2016: 23 mcl; on (B)(6) 2017: 4.09 x106 /mcl [urine analysis] on (B)(6) 2016: 1031 quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-jun-2022: new information. Patient¿s date of birth was added. Lab data, medical history and treatment drugs were added. New events pruritus, migratory joint pain/ polyarthralgia/ pain in knees, dysphonia, cough , otalgia, otitis media, diarrhea, odynophagia, fever, acute pharyngitis, vulvovaginitis, mononucleosis, tonsillitis., breast cyst, sore throat, pharyngotonsillitis, hemorrhoids, insomnia, oral aphthous ulcers, morning stiffness, anxiety depression disorder, inflammation of the female pelvic organ, microhematuria, bilateral millimetric renal lithiasis, left ovary somewhat enlarged, left essure was broken, embedded device endometriosis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.